Event description:
The reporter indicated that he was attempting to interrogate the patient with the dell handheld that was plunged into the wall. The handheld had a frozen screen after interrogation of the device. The reporter indicated that the frozen screen has happened previously with the handheld plugged into the wall. Removing the flesh card and resetting the handheld resolved the frozen screen.